Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. The logs from the complaint date revealed that the console issued purge disc not detected alarm several times. The console was examined, and a broken purge disc flag was identified. The purge disc flag was observed to be broken and was the root cause of the reported purge disc not detected alarm issue h6 type of investigation, investigation findings, and investigation conclusions were erroneously entered on the initial manufacturer device report number 1220648-2025-28799. H10 investigation results were inadvertently omitted on the initial manufacturer device report number 1220648-2025-28799. H10 narrative was erroneously entered on the initial manufacturer device report number 1220648-2025-28799, as the investigation was completed at time of initial report.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported the automated impella controller (aic) would not recognize the purge disc. The aic was replaced. There was no patient harm.